Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-june-2024, it was reported by the patient that he receives an alarm. In troubleshooting blockage was found at the site. No further information was available.